Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of insulin, with a rate of 4.55ml/hr and delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the device displayed a system failure. The device was removed from clinical service. Therapy was resumed using the same tubing set and a replacement device. The delay in insulin therapy was reported as approximately 2 minutes. Although there was potential for serious injury, the customer contact reported that the patient's glucose remained stable. No medical interventions were required. During testing at the user facility, it was reported the device displayed device error codes s318 (invalid message-pmc, left) and s308 (can bus error-pmc, left). Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. A review of the device history indicated on (B)(6) 2012 at 0710, channel a of the device was programmed for basic delivery of insulin 0.1 units/1ml, at a dose rate of 0.13 units/kg/hr, a patient weight of (B)(6), at a calculated rate of 4.55ml/hr, a vtbi (volume to be infused) of 19.475 ml, for a duration of 4hrs 17 minutes, and the delivery was started. Between 0837 and 0839, the delivery was stopped, the cassette ejected, and loaded, and the delivery resumed. At 0845, a set test failure alarm occurred, the delivery was stopped and started. Between 0846 and 0851, the delivery was stopped and started twice, a set test failure alarm was cleared, the cassette was ejected, a check cassette alarm occurred, the basic program was cleared, the check cassette alarm was cleared and the cassette was ejected. At 0941, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.